Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after disconnecting from the ilet during elevated glucose, then reconnecting and observing automated micro-bolus and correction deliveries while glucose declined from 252 mg/dl to 171 mg/dl; the user questioned algorithm function, and troubleshooting and education were provided regarding insulin suspension during downward trends. Symptoms included elevated blood glucose without reported clinical sequelae, ketone testing, or medical intervention. Outcomes included transient impact on glucose control with return to target range and no need for backup therapy. Investigation included technical review through customer interview, data review of cgm and dosing trend descriptions, and product use education. Investigation of this case revealed expected ilet behavior, including insulin suspension during downward cgm trends and appropriate correction dosing, with no device malfunction identified. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.